Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms while connected to the mobile power unit (mpu) was not confirmed. A review of the submitted controller event log file spanned approximately 2 days (17jan23 ¿ 18jan23 per time stamp). There were no notable alarms active in the log file. The pump appeared to function as intended at the set speed. A review of the controller periodic log file spanned approximately 11 days (07jan23 ¿ 18jan23 per time stamp). There were no low voltage alarms active in the log file. The pump appeared to function as intended at the set speed. The mpu, serial (B)(4), was not returned for analysis and remains in use. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage advisories while connected to the mobile power unit (mpu) at home. A review of the log files revealed emergency backup battery (ebb) uses, indicating power interruption. The mpu has a v-lock connector on the ac power cord. The patient denied that the power cord came loose from the wall or the back of the unit. There were reportedly no environmental circumstances that would have affected ac power at the time of the event.